Event description:
New information received notes that programming changes were made, and no patient symptoms were reported after the changes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were recommended. No further information available.